Event description:
General report received of an unspecified number of undocumented incidents of separations. On unspecified dates, the option-lok male adapter of primary plumsets was connected to the clave port of the extension tubing sets and were being used to deliver unspecified medications, at unspecified rates, via plum pumps. The spin-loc male adapter of the extension tubing sets were connected to the pts' IV access sites. After unspecified lengths of time, it was reported that the clave port separated from the semi-rigid female adapter of the extension tubing sets and unspecified volumes of solutions leaked. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the devices are discarded. Hospira has completed a formal investigation to address the issue of separation of the clave port from the semi-rigid adapter. Based on the investigation results, the most probable cause of the separation was due to insufficient solvent application. This report represents all the information known by the reporter upon query by hospira personnel.